Event description:
Device related deep tissue injury identified to right foot during pressure injury prevalence survey on (B)(6) 2022. This injury was related to a pulse oximeter probe. The rd set neo-cs 2 probe was on the patient at the time of the survey. Wocn verified the wound and staged it. Two of the rd set neo-cs 2 probes were on the patient at the time of the survey (preductal and post-ductal monitoring). Both probes were removed and replaced with a rd set neo probe. FDA safety report ID# (B)(4).